Event description:
It was reported this biliary drainage catheter was successfully placed. A few weeks post placement, during a scheduled catheter exchange, it was noted that the catheter had fractured. A sheath was advanced and the catheter was removed. Another catheter was placed for continuation of treatment and no patient complications were reported. This device was returned, evaluated and retained by this manufacturer. The engineer's evaluation indicated the catheter was returned in three sections. The proximal segment of the catheter with the hub attached was fractured approximately 13cm from the proximal tip. The point of fracture is slanted and uneven. The second catheter segment measured approximately 28.5cm in length and a longitudinal fracture was noted 2cm from the fracture. The second drainage hole was cracked and the point of break was jagged. The distal segment measured 6cm and the catheter is split at the 2nd and 3rd drainage holes from the distal tip. The suture is attached to the distal portion of the catheter. The catheter material was brittle and the catheter is discolored. As a lot number for this device was not provided, a device history search could not be performed. User technique and/or patient anatomy may have contributed to this event, however co is unable to determine the exact cause for this event.